Manufacturer narrative:
H2) additional information: serial/lot number for product ID: (B)(6). H3) a medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic localization system was replaced. The system then passed the system checkout and was found to be fully functional. The electromagnetic localization system controller was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The controller was fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A manufacturer representative went to the site for troubleshooting. It was found that when a working break out box was plugged into the system, an amber fault light appeared with two instrument ports. When an instrument was plugged in, a high geometry error was reported and the port led never turned green but the amber light was no longer present. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a catheter placement procedure. It was reported that int ra-operatively, the site was unable to track a patient tracker or two different tracer probes. They were tracking red status. The site tried both a flat emitter and a side emitter. Rebooting the system did not resolve the issue. The site aborted use of the navigation system as the patient had large ventricles to place the shunt. The shunt was placed successfully. There was no reported impact to patient outcome. There was a reported delay to the procedure of thirty minutes due to this issue.